Event description:
It was reported that the insulin pump has cosmetic or physical damage. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, minor scratches on the lcd window, cracked belt clip slot at battery tube threads area, and broken reservoir tube lip.